Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the wire exited through the balloon catheter. The target lesion was located in the left anterior descending artery. A 2.25mm x 15mm emerge¿ balloon catheter was selected for use. However, as the device was being introduced, the wire exited the balloon catheter before the monorail exit segment. The wire was seen in between the balloon catheter. It was also noted that the wire had a bent on the back end that caused the early exit of the wire through the balloon catheter. No patient complications were reported.